Event description:
It was reported that r-wave measurements through the analyzer during implant was good however, r-wave measurements through the device have consistently been low. It was later reported that the lead had a micro-dislodgement that caused low r-wave value and increased threshold. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.